Event description:
Home patient (hp) reports incident of minicap falling off of transfer set. Hp noted cap was missing when getting ready to do next dialysis exchange. Pt completed a transfer set change and rec'd prophylactic vancomycin 1gm. No pt injury reported per healthcare professional.